Event description:
It was reported that a revision surgery was performed due to instability. Patient was revised in full with legion revision. This is the fourth revision surgery this patient had went trough.

Manufacturer narrative:
The associated journey ii bcs xlpe articular insert was not returned for evaluation. A clinical evaluation noted that no clinical documents are available at this time. Therefore, a thorough clinical assessment of the reported issue cannot be rendered. Our investigation including a review of the manufacturing records for the listed part with the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the implanted device failed to meet specifications. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.